Event description:
Baxter healthcare corp law dept received, via plaintiffs' discovery requests, notification of a pt death. According to this document, the venous bloodline became detached from the pt's permanent catheter during dialysis using the 1550 hemodialysis machine. No add'l info has been made available.